Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. The option-lok male adapter of the secondary tubing set was connected to the claye y-site of the primary tubing set for piggyback delivery of an unspecified medication. It was reported the primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, the nurse noted the secondary solution was flowing into the primary solution container. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).